Manufacturer narrative:
Information from 12/apr/2016: the reporter of the event was asked to return the product for analysis, and to indicate implant/explant dates and relevant patient medical history. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event of possible leak/loss of restriction as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: the patient's lap-band system was reported to have a "loss of restriction, volume loss". The port was removed and replaced.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Brown particles were noted on the port septum and port housing. The port base was noted to be discolored, and was bluish in color. A leak test was performed, and no leakage was noted from the port. A fill test was performed, and no blockage or resistance to flow was noted. Analysis noted that the port septum was gouged, and was described as needle damage. The band tubing was also broken with striations consistent with surgical damage which may have been made to facilitate removal of the device.

Manufacturer narrative:
This supplement #1 - medwatch was originally sent to the FDA on 05/13/2016. A notification was received from the FDA on 18/mar/2020 requesting a re-submission of this report, as the supplement #1 report was not available in their database. Re-submission of this supplement #1 - medwatch was sent to the FDA on 17/apr/2020. Information from original submission on 05/13/2016: supplement #1 - medwatch sent to FDA on 05/13/2016. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Brown particles were noted on the port septum and port housing. The port base was noted to be discolored, and was bluish in color. A leak test was performed, and no leakage was noted from the port. A fill test was performed, and no blockage or resistance to flow was noted. Analysis noted that the port septum was gouged, and was described as needle damage. The band tubing was also broken with striations consistent with surgical damage which may have been made to facilitate removal of the device.